Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A caller reported the customer reported received sensor readings of 281 mg/dl, 277 mg/dl, 237 mg/dl, and 97 mg/dl when compared to a competitor meter readings of 177 mg/dl, 171 mg/dl, 155 mg/dl, and 64 mg/dl. The customer experienced symptoms described as ¿drowsiness and sweat¿. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia and received a glucose injection for treatment. There was no report of death or permanent injury associated with this event.